Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# 0204793612, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 37085, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study on epilepsy reported that during normal use on (B)(6) 2011 the lead was explanted and replaced. The lead was significantly misplaced. No diagnostics were done and there was no specified information on what led to the event. A lead insertion cannula was used and lead fixation technique was a manufacturer stimloc. General anesthesia had been used for lead implantation. It was unknown if the issue was resolved. Patient's medical history included epilepsy, frontal lobe epilepsies, and the patient was taking antiepileptic drugs.